Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference manufacturer report: 1627487-2011-06059. The patient (B)(6) received a scs system, including a percutaneous lead, on (B)(6) 2011. It was reported that the patient's lead was fractured. The physician explanted and replaced the lead on (B)(6) 2011. No further patient complications were reported. The explanted lead was discarded by the facility; therefore, it will not be returned to the manufacturer for analysis.